Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that a guidewire broke intra-operatively. The item broke outside the patient and nothing was left inside the patient. The customer further reported that a second guidewire wore through during the same case. The customer was using the rigid stryker guidewire in conjunction with a non-stryker reamer and the reamer broke. The stryker guidewire remains stuck inside the non-stryker reamer and will not be coming back to stryker for inspection. There were no adverse consequences arising form the use of the 2 stryker guidewires. There was a surgical delay but the length of the delay was unknown on intake.

Manufacturer narrative:
The reported event that guide wire, ball-tipped, sterile t2 femur ø3x1000 mm was alleged of -a - instruments - guide wire - broken could be confirmed. According to the event description ¿the item broke outside the patient and nothing was left inside the patient. The device inspection revealed the following: at the area of the breakage line circumferential grooves could be verified. Furthermore, significant signs of overheating [limited to the area of the breakage line] could be verified as well. However, an exact root cause could not be determined but based on the above facts the reported event is not related to a deficiency of the device and in case of intended use such damage would not have occurred. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
The customer reported that a guidewire broke intra-operatively. The item broke outside the patient and nothing was left inside the patient. The customer further reported that a second guidewire wore through during the same case. The customer was using the rigid stryker guidewire in conjunction with a non-stryker reamer and the reamer broke. The stryker guidewire remains stuck inside the non-stryker reamer and will not be coming back to stryker for inspection. There were no adverse consequences arising form the use of the 2 stryker guidewires. There was a surgical delay but the length of the delay was unknown on intake.